Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had unresponsive up button due to corroded keypad traces. The device had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. Customer's blood glucose was unknown.